Event description:
On (B)(6) 2026, a patient underwent marker placement procedure using the senomark instrument. During the procedure, it was noticed that the marker clip could not be placed due to the inability to fully insert the shaft into the cannula. As a result, the device was removed without clip placement and it was not possible to remove the clip release mechanism from the canula. Front and lateral x-rays were taken to verify that calcifications remained to serve as landmarks. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.